Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) observed the device on 25-apr-2025 and checked power on test using battery. Found maintenance required code 5. Calibrated helium sensor after testing maintenance. Required code 5 message disappeared. Checked power supply found burn marks on circuit board. Will quote power supply replacement later. Additional details kit 5,000 as it is due for replacement. Waiting for parts. No other information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) showing error maintenance required code 5 . There was no patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation, initial reporter name: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) showing error maintenance required code 5 . There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5.

Manufacturer narrative:
Updated fields: b4, g1, g3, h2, h6 (investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) observed the device on 25-apr-2025 and checked power on test using battery. Found maintenance required code 5. Calibrated helium sensor after testing maintenance. Required code 5 message disappeared. Checked power supply found burn marks on circuit board. On 08-jul-2025 fse replaced power supply charger and 5000 hour prevent maint kit as it was due for replacement. Test the overall operation. The machine can operate normally.

Event description:
N/a.